Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins sticks out, the top edge is closer to the skin than the bottom edge which is deeper. About one week after the replacement the patient noticed that the top edge of her ins was getting caught on her clothes and anything she sat against. The healthcare provider is going to refer the patient to another physician for a consult on a pocket revision. No surgery is planned at this point.